Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the patient said that during the 5 day trial they felt a difference pretty quickly. Patient has been on 3 different programs for at least 5 days each and hasn't increased above 2. 0 on any of the programs. Patient said that when increased setting on one of the programs the stream became weaker and doesn't seem like completely emptying the bladder as shortly afterwards experienced urge to void again. Patient also said experienced some problems of urgency as well. Reviewed therapy information and general programming guidance. Patient will maintain stimulation level and will continue to track symptoms. Confirmed stimulation in bicycle seat area and comfortable. When asked, patient said does have follow up appointment in a couple of weeks.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.